Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the tip-up fenestrated grasper instrument for failure analysis evaluation.

Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy procedure, the tip of the tip-up fenestrated grasper instrument broke while colliding with another instrument in the chest cavity. The customer removed the tip-up fenestrated grasper instrument with the cannula. The instrument was observed to be bent upon removing from the port. The procedure was completed with a backup instrument. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: it is unknown if a piece of the tip-up fenestrated grasper instrument was missing. However, the customer indicated that a fragment fell inside the patient but was not retrieved. The port incision was not increased in size in order to remove the instrument and cannula. Post-operative tests like an x-ray or ultrasound were performed to check for foreign bodies inside the patient. The results of the post-operative tests are unknown. The patient has not returned to the hospital due to experiencing any post-surgical complications related to a retaining object. There are no photographic images of a device or video recording available for review.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have a broken main tube approximately 51.67mm from the distal tip. No material was found missing. Components adjacent to this broken main tube do not show damage. The proximal clevis is dislodged as a result of the broken main tube.

Event description:
Refer to h11 for follow-up information.